Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient turned off their implantable neurostimulator (ins) for an unrelated surgery a couple of years prior to the report. The patient had not turned it on or charged since and the ins battery was overdischarged. The rep started a 60-minute physician mode reset (pmr), recharged, and repeated the process. When the rep then tried to connect the ins via the 8840-clinician programmer, the ins was still unable to come out of overdischarge. In the end, the patient wanted to replace their ins and the healthcare professional (hcp)¿s office was notified. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from the representative. It was reported that a prm 60 minute clock was completed twice. The overdischarge was not resolved, and patient was scheduling an ins replacement with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient stated that the replacement has not yet been scheduled. Device was still implanted and if replaced, will be returned for analysis. No further complications were reported/anticipated.